Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the inserter would not load the anchor properly. A dimensional evaluation of the tendon anchor inserters stake bumps was performed and found one of the returned devices are out of specification. A review of the tsd, niti staple stake, found stake bump specifications. The complaint was confirmed and the root cause has been associated with a manufacturing error. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Event description:
It was reported that the bone anchors delivery system and the tendon anchors were not working and giving problems during set up of the procedure. A backup device was available and no delay or patient injury was reported. Results of investigation have concluded that the tendon anchors could not be loaded with the inserter which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.